Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the 99% stenosed, calcified and severely tortuous portion of the left anterior descending (lad). Pre-dilatation was performed with another manufacturer's balloon, and an unspecified taxus 2.5x12mm was implanted. After that, the physician attempted to cross the lesion with this device several times and the device did not cross the lesion. When the device was removed the stent was flared. The procedure was completed with an unspecified taxus 2.75x16mm stent implantation without problem. There were no reported pt complications and the pt condition is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).